Event description:
Unit's membrane switch panel was not responding correctly. For example, if #4 pad is pressed. The #5 responds, when #7 pad is pressed, the #8 responds, or if manual ID pad is pressed, auto ID responds. The unit was taken out of service and swapped out. No pt involvement.